Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up and the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of device would not power up was not replicated or confirmed. The customer's report of device displayed an "ECG fault" error message was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. No accessories were returned as part of this investigation. The device will not be repaired, and a replacement unit has been arranged to be sent to the customer. Analysis of reports of this type has not identified an increase in trend.